Event description:
It was reported that a pt experienced post-operative bleeding two days after undergoing a lower anterior resection for the treatment of diverticulitis where gore seamguard bioabsorbable staple line reinforcement was used. The physician reported to have found no evidence of leakage at the end of the case but post operatively, the pt complained of abdominal pain accompanied by blood loss from the rectum. The pt received a transfusion of 3 units of blood as a result. Follow up communication with the physician confirmed that the pt has since been discharged without sequela.

Manufacturer narrative:
All available info has been placed on file for use in tracking, trending and follow-up.